Manufacturer narrative:
No samples or pictures were received for evaluation. We have no remaining inventory of this material/batch. A review of quality and production records revealed no deviations in association with the reported issues. This complaint is closed as cannot be determined. Corrected data: h3: samples not returnd; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed a supplemental report will be filed.

Event description:
Customer states once the tubes are spun there are flecks of gel in the sample, causing clot detection and general gumming up of our chemistry analyzer causing us to shut down and clean probes several times a day. Many times specimens are being spun twice; once at the phlebotomy draw site and once again on our line automation system in the chemistry lab. There are still issues with gumming up of the analyzer from the gel in the tubes.